Event description:
The reporter contacted animas on (B)(6) 2012 reporting that there was something wrong with the keypad. At this time, no additional information was provided. This report is made based on the allegation of the keypad response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): on examination, the keypad was noted to be torn over the down arrow keypad button. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. On testing, the contrast button had intermittent response. All other keypad buttons responded appropriately. The keypad cover was removed for investigation and revealed contamination under the contacts of all the keypad buttons.